Manufacturer narrative:
D10. Concomitant product: egia45ctavm, egia45ctavm egia45 curved vas med sulu (lot#n4c1890y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy, poor staple formation occurred  with the manual stapler with reload leading to the blood vessel not being completely closed and resulting in oozing blood. The devices were applied during the step of cutting and closing the pulmonary vein. Hemostatic clips were used to stop the bleeding, followed by additional suturing by hand. There was no need for an additional operation to correct the issue. It was noted replaced the handle and staple with new ones. Medtronic's evaluation found that the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range.